Event description:
It was reported that the patient was experiencing recurrent syncope, which the physician suspected was related to intermittent loss of capture of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5524m, implantable pacing lead, (B)(6) 1997. (B)(4).